Event description:
The oxygen tubing connection at the mask is very loose and easily disconnects with minimal force. This results in a hypoxic environment within the mask. This occurred during a procedure under anesthesia, where the connection was not easily visible under the surgical drapes. This is challenging to diagnose and fix and is life threatening.